Event description:
During the ablation procedure, an intellanav mifi oi catheter was selected for use. It was reported there was an excessive temperature error (d05) observed on the maestro controller. During troubleshooting, the physician noticed the irrigation tubing was fractured at the luer lock joint on the intellanav mifi oi catheter. The catheter was replaced with a different catheter, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Visual inspection revealed that irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Pictures attached by the costumer and the returned device nav mi fi oi analyzed confirmed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed.